Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; the weight the device within specification, crease fold, deformation and was observed after autoclave: cloudy color and voids. Based on the device analysis the final assessment is: creases are observed but have no relationship with manufacturing.

Event description:
Additionally, healthcare professional reported in operative report that implant "had a crease in the shell from the contracture".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade iii. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side capsular contracture baker grade iii. Device has been explanted.